Event description:
A patient reported experiencing inaccurate erratic results with a ot basic original meter. The patient's blood glucose results were 160 mg/dl, 87 mg/dl. Tests were done < 10 minutes apart with a difference of 52%. Patient did not experience any adverse events. No further information has been reported.